Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a common femoral was achieved using a starclose se device after an unspecified procedure. Reportedly, post procedure after the patient was released from the facility, the patient felt pain radiating down her leg. The patient returned to another facility in which a cut-down was done and the clip of the starclose se device was not found. An ultrasound was done from the common femoral artery up to the common iliac with no sign of the clip of the starclose se device. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.